Manufacturer narrative:
Visual examination of the returned device revealed the threads were torn and peeled off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be determined from the sample and the information provided. However, based on the visual evaluation of the returned sample, the possible cause of the defect can be attributed to the screw not properly seated during insertion and inadvertently cross threading. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
On (B)(6) 2017, surgery for childhood idiopathic scoliosis was performed using the expedium verse system. The fixed area was t5 - l1. The surgeon noticed the following after the screws and hooks were implanted. Some of the correction keys (part#: 199721000s, lot#: unk) were difficult to be inserted. He tried to insert new correction keys (part#: 199721000s, lot#: unk), but it was not successful. Due to a possible breakage of the heads of screws (part# & lot#: unk), he replaced these screws with new ones. Also, he replaced the screws with new ones at the locations where the heads of the screws got stuck. Burr was created when he inserted the correction key (part#: 199721001s, lot#: unk). He tried to insert the unitized set screws (199721001s, lot#: unk), but it was not successful. The screw (part# & lot#: unk) was pulled off at the time of insertion. After the surgery, the surgeon noticed that verse key inserter (part#: 299704220, lot#: unk) was broken. The surgeon completed the operation using the unitized set screws and polyethylene tape (non-j&j). The surgery was completed with a 180-minute delay.